Manufacturer narrative:
Additional suspect medical device components involved in the event brand name: wavewriter alpha, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 577843. Brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7077275. Brand name: linear 3-4, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7076232.

Event description:
It was reported that two of the patients spinal cord stimulation (scs) leads migrated and subsequently the patient was not receiving adequate pain relief. It was noted that the thoracic epidural lead had moved down one vertebral body from its original position, and one of the sacral leads had migrated up one level. The patient has received minimal pain relief since implant. The patient was hospitalized and underwent an explant of the entire system. The patient has been discharged from the hospital and is recovering at home. The explanted devices will not be returned as they were discarded at the hospital.